Manufacturer narrative:
(B)(4). The device was manufactured july 16th 2014 - july 18th 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between an extension set and an unknown set. This occurred during infusion of abatacept during rheumatoid arthritis therapy. The reporter stated that solution leaked from the site and blood flowed from the site onto the gauze. The infusion was immediately stopped and a new set was used to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.